Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The investigation determined that no malfunction of the device occurred, and the health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report include the following: g6 - indication that this is follow-up report 002. H2-indication of additional information. H6 - medical device problem code:remove 3012 and 3189 added 2017. Investigation conclusion code: remove 4310. This is the final report for 2183926-2024-00015.

Event description:
On 11/14/2024, merge healthcare received a copy of a medsun report. A merge hemo customer reported: lost "0" on merge hemodynamics during a cardio angioplasty procedure. The system requiring rebooting during the case. Local biomed made aware and confirmed issue. Original equipment manufacturer unable to determine root cause. Merge healthcare has requested additional information from the customer for this event. There have been no reports of patient injury or harm because of this issue.

Manufacturer narrative:
Merge healthcare has performed a root cause investigation of the pressure transducer losing zero/calibration reported by the user facility. The investigation determined that the merge hemo system is working in accordance with its design and is meeting specified performance parameters. Merge healthcare is working with the customer to resolve external factors in the use environment that are affecting performance of the system.